Manufacturer narrative:
The initial result was actually 0.039 uiu/ml and the repeat result on (B)(6) 2015 was 8.23 uiu/ml. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not identified.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample. The initial result was 0.04 and the repeat result was 8.3. The unit of measure was not provided. Information concerning if any result was reported outside of the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number and expiration date were requested, but were not provided.